Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced MFR is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if add'l info becomes available.

Event description:
It was reported that the atrial lead was exhibiting impedances <200 ohms it was explanted and replaced; no adverse pt effects were noted. Per the sales representative the lead was sent to pathology per hospital policy and will not be returned. The device was actively implanted for approximately 3 years, 4 months.